Event description:
It was reported that patient had experienced a shocking or jolting sensation. It was explained that if implant battery is 25% charged or lower, they get a shock internally when they touch metal.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).